Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as severe.there was no alleged device malfunction contributing to the irritation. It's unclear if the physician who spoke with support services, prescribed any creams or ointments to the skin irritation. Patient reported that the irritation is getting better.